Manufacturer narrative:
The customer reported downstream occlusion on a material 20350e, lot 24029255. One unopened, representative sample was received for quality investigation. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and no occlusion or other issues were found. The root cause for the occlusion was unable to be found without a replicated failure. A member of our clinical team has reached out about the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they had an issue with a mannitol infusion/in line filter that kept giving issues on the pump that the line was occluded. It caused a delay in administration by probably ~15 mins by the time we trouble shot, switch it onto another channel, rebooted, etc. Before I went and grabbed another bag/tubing/filter and started over entirely.